Event description:
Per 21cfr part 803, an MDR reportable event. Lawsuit received from that alleges "patient began to feel an intense and hot burning sensation coming from the electrodes(s) connected to his upper left trapezius and to the intelect legend unit, resulting in a third degree burn directly underneath the electrode on the upper left trapezius and in significant electrical trauma and injury to his entire body, including but not limited to, his trapezius, brain, peripheral nervous system and left eye". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.